Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Customer¿s blood glucose level was 218 mg/dl.